Event description:
The consumer was sitting at a table with the power tilt on, when the chair allegedly took off suddenly moving towards the table, striking a person in its path. It is not known what, if any, injuries are alleged.

Manufacturer narrative:
User was reportedly sitting at a table in their chair and it moved forward into the table and striking someone. The person struck by the chair was taken to a medical center. It is unknown if any injuries were sustained. Chair has been in service for 11 months with no reported incidents. Product has not been returned for eval at this time, so it is unknown if a malfunction indeed has occurred or if other factors such as misuse, abuse, lack of maintenance or a potential programming error has been performed on the chair that may have caused or contributed to this incident. MDR filed as a conservative measure.